Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and date of death were requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device issue was an "acquisition problem of ECG and shocking". The customer requested confirmation. The patient involved was reported to have died.

Manufacturer narrative:
Problem statement: it was reported to philips that the device issue was an "acquisition problem of ECG and shocking". The customer requested confirmation. Patient involvement: it was reported that the patient was obese. On (B)(6) 2017 at 9:13 pm the clinicians treated the patient for cardiac arrest using the paddles to deliver 3 shocks. No ECG waveform was displayed. The device was used for approximately 25 minutes. The patient expired. The clinicians stated the energy delivered with the shock as not sufficient but also stated the patient's death was not attributed to the device behavior. The biomed stated that it was determined that the device behavior did not impact the patient's outcome. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. As of (B)(6) 2017, the device has not been evaluated due to the customer's having no contract and does not want philips onsite at this time. The device is not in use. Resolution and disposition: the customer declined service at this time. The device remains with the customer. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months, there were (B)(4) other cases (approximate average of 14 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. Three of the (B)(4) complaints involved serious injury and seven involved death. None of these were adverse patient outcomes attributable to the device use, as the sis were not adverse outcomes and the deaths were independent of the clinical actions taken. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: no further communication was requested and no further communication is indicated.